Event description:
The customer reported that during the procedure when the doctor cleaned the tip of the electrode, the clear insulation sleeve came off. Nothing fell into the patient cavity. No patient injury occurred.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.